Event description:
During an unknown procedure the clips started to come out in the opposite direction. The device was producing scissored clips. The procedure was completed with a similar device. There was no patient consequence.